Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to infection. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup, but not for the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. There is a likely route cause: the staphylococcus aureus is likely of an exogenous nature. It cannot be concluded the wound infection was related to the implant. It is reported the patient was treated with medication. No further patient impact is anticipated. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, a after a plaintiff underwent a left primary bhr on (B)(6) 2014, on 26-apr-2014 a microbiology test revealed they had a heavy staphylococcus aureus wound growth. The infection was treated with medication. Further information regarding this adverse event was not reported.